Event description:
It was reported that during a lap cholecystectomy procedure, the device locked on the cystic duct. The device had to be cut out. The bile duct may have been damaged. The pt was not doing well after the procedure and was kept overnight. The orange indicator was visible, but it is unknown how many clips had been fired.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.